Event description:
Initially, the husband called the baxter technical service representative (tsr) for assistance with therapy. During a follow up call , product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported event. The rn stated that the patient was on antibiotics due to peritonitis caused by (B)(6). The rn did not know if the cause was related to the patient's peritoneal dialysis and stated that the patient's regular nurse was not available. The patient was continuing therapy.

Manufacturer narrative:
(B)(4). The sample has been discarded and the lot number is unknown therefore no evaluation or batch review was performed. Should additional information become available a follow-up will be submitted. This is one of two reports associated with this incident.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (h11b16017 and h10i29024) with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.